Event description:
It was reported that the pt was diagnosed with "type I latex allergy" in 1999, and experiences occupational asthma, pain, mental anguish and loss of enjoyment of life. No add'l info was provided.

Manufacturer narrative:
H-6 conclusion: the literature (heese, et al., am acad dermatol. 1991; 25:831-9; lahti and turjanmaa, contact dermatitis 1992; 26; 259-262 and others) has documented that certain individuals can have an allergic sensitivity and response to natural rubber proteins contained in latex. Since there is no product available for evaluation and the product lot number is unknown, the investigation of this product complaint is limited and we are unable to draw a conclusion.